Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694765 implantable tachy lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced undersensing as noted on a ventricular tachycardia (vt) episode. The ra lead currently remains in use. No patient complications have been reported as a result of this event.